Event description:
It was reported that during a laparoscopic sigma procedure, the device did not fire at all. Surgery was finalized with mini-lap (small incision to perform anastomosis by hand).

Manufacturer narrative:
One device and two cartridges (b-c) were returned. The device was returned in good visual condition. No functional test could be performed as the firing mechanism was damaged. When disassembled, all of the firing trigger teeth were broken. Cartridge b was returned 1/8 partially fired and it had the lockout tab damaged. Cartridge c was returned unfired in good visual condition and with the lockout tab in normal condition. Due to the damaged observed on the internal components of the device, it appears that an attempt was made to fire the device with a spent cartridge, or with a partially fire cartridge that had an activated lock out spring. The device is designed so that if an attempt is made to overpower the spent cartridge lockout, the firing trigger will be damaged rendering the device unusable. As the instructions for use state, "note: once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lockout. If resistance is felt, stop and replace the cartridge. Firing through the lockout mechanism will break the device. Caution: the firing stroke must be completed. Do not partially fire the device." Cartridge c was tested for functionality with a test device and it fired conforming. We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the manufacturing process.